Manufacturer narrative:
Main investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. It was reported that the device operated as intended. The heartmate 3 lvas instructions for use (IFU) lists localized infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU, as well as the heartmate3 lvas patient handbook, also provides information regarding how to prevent and control infection. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists localized infection, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ list infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's admission for (B)(6) pump infection from (B)(6) 2019 to (B)(6) 2019 is captured under MFR # 2916596-2021-01188. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a history of (B)(6) bacteremia and infection. The patient was unable to tolerate dialysis due to hypotension. Without the ability to continue hemodialysis, the patient was discharged home to hospice care on (B)(6) 2020. The patient passed away on (B)(6) 2020. The patient's renal failure existed prior to lvad implantation. The device operated as intended. There was no autopsy performed. The device was not returned for evaluation.